Manufacturer narrative:
B3 -the date provided is an approximation as the exact event date was not provided d2a - simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings. G4 - this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000m925228 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j/ lot: 000m925228, test base part number 192-430/ lot: 000m925228. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000m925228 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Event description:
The consumer reported a single false positive result with the ID now covid-19 assay 2.0 performed on or before (B)(6) 2025 on an unknown sample type. Additional testing was performed at another hospital on an unknown date via an unknown brand covid-19 test which generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3 -the date provided is an approximation as the exact event date was not provided d2a - simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings g4 - this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a single false positive result with the ID now covid-19 assay 2.0 performed on or before (B)(6) 2025 on an unknown sample type. Additional testing was performed at another hospital on an unknown date via an unknown brand covid-19 test which generated a negative result. No additional patient information, including treatment and outcome, was provided.